Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump vibrated and she looked at the pump and noticed that the pump had delivered a 0.00 bolus. The patient stated that the pump keypad was locked and the meter was in her pocketbook untouched. Customer support reviewed the bolus history with the patient and confirmed that the patient received a 0.00 unit bolus which was delivered from the meter. Customer support instructed patient that the bolus came from meter. The patient stated that they were not leaning up against the meter and was not pressing on the meter. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
Follow-up #1 03/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2012 with the following findings: there was no activity related to the complaint observed in the meter remote records. The meter remote was paired with a test pump and the meter remote and pump were exercised for 24 hours without unprogrammed boluses occurring. A normal bolus and an audio bolus were programmed from the meter remote and confirmed that the boluses were recorded accurately in the pump history.

Manufacturer narrative:
The meter has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The pump has been returned and there was no defect found with the pump.